Manufacturer narrative:
Product ID: 3389-28, lot# b0936621k, implanted: (B)(6) 2009, product type: lead. Product ID: 3389-28, lot# b0942520k, implanted: (B)(6) 2009, product type: lead. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The health care professional of a foreign clinical study reported during surgery, a significant ossification was detected around the connection piece which made it difficult to place the plastic case around the connector. This led to a tear in the insolation of the cranial lead. The tear was repaired with silicone adhesive. The event was related to the procedure and was considered resolved without sequelae. Additional information on the surgery was requested. If additional information is received a follow-up report will be sent. Patient medical history includes essential tremor diagnosed in 1997.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received corrected the report from 'tear in the insolation of the cranial lead' to 'tear in the insulation of the cranial lead.'

Event description:
Additional information from the health care provider of the foreign clinical study reported the ossification was around the lead and the cause was unknown.